Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a gamma 3 nail bent/broke just below the sliding screw, presumably since the fracture was not healed, and the medullary suture therefore will at some point break due to metal fatigue. This resulted in a revision of the gamma 3 nail.